Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the sample was not saved, the sample was discarded. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during preparation to perform a c-section - epidural bolused with 8 ml 2% lidocaine initially. Patient rapidly developed difficulty breathing and lost consciousness immediate respiratory arrest, requiring bvm vent and emergent intubation on the unit. Patient was taken to or for c-section with general anesthesia, ultimately extubated and taken to pacu. Baby did well. Epidural catheter migrated intra-thecally resulting in a high spinal, confirmed by lab evaluation of aspirate. Patient experienced complications of extremity paresthesia, seen by neurologist while in hospital and is expected to resolve # l4-5 nerve irritation/radiculopathy; urinary retention - went home with a catheter to be removed in a couple of days; and positional headaches." Anesthesiologist denies saddle distribution of anesthesia. Confirmed a blood patch was completed 4 days after the procedure. To date, no further complications to patient has been reported.